Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted after 44 months due to battery depletion. Premature depletion was suspected. A new ICD was successfully implanted.